Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, however returned product testing is still in process, therefore it could not be determined if the device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Event description:
It was reported that the device had no telemetry and no pacing. There was a question wondering if it could be normal for a device to be at 2.71 volts last month and end of life (eol) not communicative today. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.